Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus, elevated ldh, and stroke could not be confirmed through this evaluation. Additionally, a direct correlation between the reported events and heartmate ii lvas, serial number (B)(6), could not be determined. It was reported that the patient was admitted with elevated ldh due to suspected lvad thrombosis. The patient was switched from bivalirudin to heparin in anticipation of a pump exchange scheduled for (B)(6) 2019. A ramp echo showed the lv size decreased appropriately with increased speeds. On (B)(6) 2019 a code stroke was called with left sided weakness. A head CT positive for large right mca cva. No tpa given anticoagulation and no mechanical thrombectomy with large core > 70 cc on perfusion cta. On (B)(6) 2019 CT with large right mca infarct and 5-6mm midline shift. On (B)(6) 2019 the patient was made comfort care, the pump was turned off, and support was withdrawn. The pump will not be explanted, no equipment will be returned, and no autopsy will be performed. Per the vad coordinator, the pump will not be explanted, no equipment will be returned, and no autopsy will be performed. Stroke, device thrombosis, hemolysis, and death are listed as adverse events that may be associated with the use of heartmate ii left ventricular assist system and information regarding how to monitor and respond to such events can be found in the heartmate ii IFU. The IFU also provides information regarding anticoagulation, including the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 with elevated lactate dehydrogenase due to suspected lvad pump thrombosis. On (B)(6) 2019, patient was switched from bivalirudin to heparin in anticipation of pump exchange (heartmate ii to heartmate ii) scheduled for (B)(6) 2019. The ramp echo showed the left ventricle size decreased appropriately with increased speeds. A code stroke was called at 23:24 on (B)(6) 2019 with the patient having left sided weakness. Head computed tomography was positive for large right middle cerebral artery cerebral vascular accident. No tissue plasminogen activator given anticoagulation and no mechanical thrombectomy with large core greater than 70 cubic centimeters on perfusion computed tomography angiography. On (B)(6) 2019, computed tomography with large right middle cerebral artery infarct 5-6 millimeters midline shift. On (B)(6) 2019, patient was made comfort care. Pump was turned off and support was withdrawn. The patient expired on (B)(6) 2019 and the pump was not explanted. No further information was provided.